Manufacturer narrative:
The reported complaints of MRI mode and premature battery depletion were confirmed. Analysis suggests that this lp was stuck in high-output magnetic resonance imaging (MRI) mode for approximately 227 days, a situation that eventually drained the lp¿s battery to a level that could not sustain intended pacing outputs.

Event description:
It was reported the patient presented in clinic for follow-up with bradycardia and pre-syncopal symptoms developed in (B)(6) 2023. Upon interrogation, it was discovered the leadless pacemaker (lp) had switched to magnetic resonance imaging (MRI) mode without programming changes, the battery had rapidly depleted, and the lp was no longer pacing. The lp was deactivated and a transvenous pacemaker system was implanted on (B)(6) 2024. The patient was in stable condition before, during, and after procedure.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.